Event description:
It was reported that the device leak. A flexima was selected for use. Post procedure, a leak in the drainage was observed. No patient complications were reported.

Event description:
It was reported that the device leak. A flexima was selected for use. Post procedure, a leak in the drainage was observed. No patient complications were reported. It was further reported that the leak was in the external sector of the drainage at the junction with the collection bag or three-way valve.